Event description:
Customer received a blood result of almost 300 mg/dl on her breeze2 meter. The test was repeated on a different meter and result was 130 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Troubleshooting was performed during the call and the control test results fell within the normal control range. No product was being replaced or returned.